Event description:
The doctor reported the implant was removed due to osseointegration failure around 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri-implantitis was observed during the implant removal surgery. The patient has since recovered.

Event description:
The doctor reported the implant was removed due to osseointegration failure around 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri implantitis was observed during the implant removal surgery. The patient has since recovered.